Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medications. A technical support specialist had stated that cubex restarted during second drawer access and guided client to re-request medication and coordinated with pharmacy for approval then pharmacy approved the medication and user was able to issue medication to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000 user was unable to issue medication for a patient. The item, lacosamide 50 mg tabs, was issued for only of quantity of 2 but item was approved for the qty of 4. The customer explained that the first drawer open and she took 2 tabs but while the second drawer was to open, the cubex restarted. There were no adverse events or injuries reported based on this incident.